Event description:
Per the clinic, the patient developed an infection at the implant site, exposing the receiver/stimulator. The device was infected and covered with granulation and had bacterial biofilms. Subsequently, the patient was treated with oral, topical and IV antibiotics (specific date and duration not reported), however, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2025. It is unknown if there are plans to re-implant the patient as of the date of this report.